Event description:
It was reported that the patient was admitted to the hospital for possible infection. During in clinic follow up it was found that the area around the implantable cardioverter defibrillator exhibited ecchymosis and the device was protruding through the skin. The system was explanted. There was no allegation from the physician that the infection was caused by the system or system-related procedure. The patient was stable following system explant.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: b1 previously erroneously selected as both adverse event and product problem. Please disregard the latter as no device malfunction was noted, only the adverse event.